Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that following insertion the patient experienced infection, urinary problems, recurrence and neuromuscular problems. It was reported that patient underwent excision of mesh on (B)(6) 2012 due to erosion and risk of organ perforation. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007, and a mesh was implanted. It was reported that the patient underwent interstim lead and lmpluse generator placement with intraoperative fluoroscopy on (B)(6) 2012, due to urgency and frequency. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat cystocele, rectocele and urinary stress incontinence. It was reported that patient underwent mesh revision/removal. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.